Event description:
It was reported that the patient presented with dislocation. The surgeon decided on replacing liner with a constraint liner.

Event description:
It was reported that the patient presented with dislocation. The surgeon decided on replacing liner with a constraint liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The device was not returned for evaluation. Also, medical records were not provided for review. The device was not returned for evaluation. Device history review indicates the reported device was manufactured with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices or insufficient information was received. Device history review: review indicates the reported device was manufactured with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: no further investigation for this event is possible at this time as no devices or insufficient information was received